Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to a non-specific product performance allegation. A non-bsc device was implanted at the same procedure. No information on device return at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.